Event description:
This report is being filed after the subsequent review of the following journal article: open reduction and temporary internal fixation of a subacute elbow dislocation. Alqueaza, a, mudgal, c., neuhaus, v. (2012) open reduction and temporary internal fixation of a subacute elbow dislocation. J. Hand surg. 2012; 37a: 1011-1014. This was a retrospective analysis of one (B)(6) female patient and uncommon subacute or chronic elbow dislocation. The patient sustained a dislocation of the right elbow after a fall. One month after the injury, she presented to the hospital. The patient underwent open reduction, decompression of the ulnar nerve, and granulation tissue removal of the joint. Treatment included a titanium, 16-hole, 3.5-mm lc-dcp plate which was contoured and placed proximally to the humerus and distally to the ulna. After successful closure, the patient's right upper limb was placed in a plaster of paris splint. Ulnar nerve symptoms resolved within two weeks. The plate was removed four weeks after surgery without manipulating the elbow. Therapy was initiated with short-arc range of motion in the next two weeks; this was accompanied by intermittent support with a long-arm posterior splint. Later, one year after injury, the patient was re-evaluated. The elbow was stable to valgus and varus stress in nearly full extension; however, the elbow lacked 20% of extension but had full flexion. Forearm rotation and neurologic function were full. The patient also reported occasional elbow ache which did not require medication. Anterior and lateral radiographs demonstrated major degenerative changes in the ulnohumeral joint, a broken screw in the humerus, posterior subluxation of the ulnohumeral joint, anterior subluxation of the radial head, and heterotopic ossification. This report is 1 of 2 for complaint (B)(4). This report is for an unknown locking screw. A copy of the journal article is being submitted with this medwatch.

Manufacturer narrative:
Device was used for treatment, no diagnosis. Alqueaza, a., mudgal, c., & neuhaus, v. (2012) open reduction and temporary internal fixation of a subacute elbow dislocation. J. Hand surg. 2012; 37a: 1011-1014. This report is for an unknown locking screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).